Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h6 and h11. Corrected fields: b3; e1. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025, sampling from: work channel; suction; water jet; air, cfu: >150 colony forming unit (cfu), bacterial identification: pseudomonas aeruginosa. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be established. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested again confirming no growth after 48 hours. Based on the provided data, there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. During inspection, foreign objects were identified in the aw-tube. Without the cds information from the customer, olympus were not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instruction for use (IFU) with product status. The olympus hygiene microbiological investigation (hmi) results could not confirm customer findings and after additional reprocessing the results were within the acceptance criteria. In addition, the device evaluation found, air water (aw)-cylinder (tube) has foreign objects." (White foreign material); aw-tube has foreign objects." (White foreign material). The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 150 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.